Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. No rewind anomaly was noted. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm rewind anomaly. Customer's blood glucose at time of incident was 189 mg/dl.